Event description:
It was reported that a physician performed a novasure endometrial ablation and upon inserting the disposable device electrode array, it was "noted that it went too far in" the pt's cavity. The physician then performed a hysteroscopy and visualized a perforation. The procedure was aborted. A dilatation (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned; therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was no provided by the complainant. (B)(4).